Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (short aortic neck). Unapproved use of device (stent graft was implanted in a patient with an aortic neck <(><<)> 19 mm in diameter and <(><<)> 10 mm in length). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (short aortic neck). Operational context contributed to event (stent graft was implanted in a patient with an aortic neck <(><<)> 19 mm in diameter and <(><<)> 10 mm in length).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a fusiform 60 mm diameter abdominal aortic aneurysm approximately three weeks ago. The aortic neck was 18 mm in diameter and 5 mm in length. There was mild calcification and thrombus in the aortic neck and moderate angulation. The right iliac artery was 13.9 mm in diameter and the left iliac artery was 11.9 mm in diameter. Both iliac arteries were mildly calcified. It was reported that after the stent grafts were implanted angiographic imaging demonstrated a type ia endoleak. This was treated using an endurant cuff. Repeat imaging demonstrated a small residual type ia endoleak which was left unresolved. The physician will monitor the patient and believes the leak will resolve on its own. The physician believes the endoleak was due to the short proximal aortic neck. No clinical sequelae were reported and the patient is fine.